Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the pockets were failed.however, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were failed. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed. A field service engineer (fse) worked with the customer to attempt a force release of pockets in the hardware test application (hta) but was unsuccessful. Then the fse removed surrounding pockets and checked for obstructions, identifying spilled medications in the drawer. The station was powered down, all cubies were removed, and debris was cleaned. While attempting to clean the row board, it failed. The fse then powered down again, removed and replaced row board b, reassembled the unit, rebooted the system, and confirmed successful operation through testing. The system functioned as intended after the fse repaired the device.